Event description:
It was reported that the right ventricular (rv) lead dislodged and the physician elected to surgically abandon the lead and replace it. No additional adverse patient effects were reported.